Manufacturer narrative:
Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was that during installation of the processor, a loud noise occurred 2-3 minutes after startup, followed by the power shutting down with a burning smell. Based on the investigation, a potential root cause of this failure was a malfunction of the power supply system; however, the specific root cause could not be determined. A supplier non-conformance report (sncr) has been initiated, and a more detailed investigation will be conducted under the sncr process. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the processor was manufactured under normal conditions on 28-feb-2025. During the in-process inspection, ada (assembly disassociation) and dcs (damaged components or connectors) were detected, and rework was performed. However, it was confirmed that the processor passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 21-mar-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
Additional information: the processor was sent by the distributor to the repair station in shanghai. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 08-sep-2025, pentax medical became aware of an event involving a pentax medical video processor model epk-3000, serial number (B)(6) in china within the apac region. During the installation of the processor, a loud noise suddenly occurred 2 to 3 minutes after startup, and the power was shut down with a burning smell. When the cables of other connected devices were removed and the processor alone was restarted, an abnormal noise occurred and it did not start up. This event occurred at the time of during installation. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.